Event description:
It was reported that the patient experienced drug withdrawals. The patient had to take oral medication. The catheter had disconnected from the pump and the pump was dispensing medication into the patient¿s body. This caused therapy to stop, but it took a while for the patient to start feeling the effects of withdrawal. The pump was read and was running fine. The disconnection happened three times. The patient had to ¿have it fixed¿ twice. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11509r55, implanted: (B)(6) 2003. Product type: catheter: product ID 8711, lot# j11414r08, implanted: (B)(6) 2003, explanted: (B)(6) 2003. Product type: catheter: product ID 8711, lot# j11414r01, implanted: (B)(6) 2003, explanted: (B)(6) 2003. Product type: catheter. (B)(4).